Event description:
The dexcom sensor was reading a significantly higher blood sugar level than the actual level. The sensor reading was 97 mg/dl and the actual level from a finger prick was 42 mg/dl. The previous reading five minute prior was around 130 mg/dl and the patient was already feeling low at that point, but not finger prick yet. The patient was receiving help from someone nearby and fighting to remain conscious immediately after the finger prick.